Event description:
It was reported that the patient's right hip was revised due to pain. Intra-operatively, the surgeon said that while the stem was fixed, it was easily removed. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm poly insert, and mdm metal liner (there were no allegations against the revised liner, but the surgeon wanted to ensure stability by revising it. Rep confirmed there was no allegation of instability). Rep provided an excerpt from the primary implantation and some notes, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 40mm biolox ceramic head; cat # unk_shc; lot # unknown; 36e 0° x3 liner; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to pain. Intra-operatively, the surgeon said that while the stem was fixed, it was easily removed. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm poly insert, and mdm metal liner (there were no allegations against the revised liner, but the surgeon wanted to ensure stability by revising it. Rep confirmed there was no allegation of instability). Rep provided an excerpt from the primary implantation and some notes, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to including the product inquiry summary and an operative report from the index surgery dated (B)(6) 2009. The event description from the product inquiry summary states: it was reported that the patient's right hip was revised due to pain. Intra-operatively, the surgeon said that while the stem was fixed, it was easily removed. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm poly insert, and mdm metal liner (there were no allegations against the revised liner, but the surgeon wanted to ensure stability by revising it. Rep confirmed there was no allegation of instability). Rep provided an excerpt from the primary implantation and some notes, and confirmed that no further information will be released by the hospital or surgeon. It was reported that the patient's right hip was revised due to pain. Intra-operatively, the surgeon said that while the stem was fixed, it was easily removed. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm poly insert, and mdm metal liner (there were no allegations against the revised liner, but the surgeon wanted to ensure stability by revising it. Rep confirmed there was no allegation of instability). Rep provided an excerpt from the primary implantation and some notes, and confirmed that no further information will be released by the hospital or surgeon. No documentation (other than the product inquiry summary) was provided to confirm a revision surgery was performed. The root cause of the alleged tha failure cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. A review of the provided medical records by a clinical consultant stated [...] No documentation (other than the product inquiry summary) was provided to confirm a revision surgery was performed. The root cause of the alleged tha failure cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. Further information such as device lot identification and return of device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.